Manufacturer narrative:
The five (5) patient samples were submitted for investigation. Further investigations of the samples could reproduce the issue observed by the customer in four(4) of the five(5) samples sent. Patient 2 ( (B)(6)) did not show the interference. The samples were found to contain an interfering factor to a component of the ft3 assay. This limitation is covered in product labeling. Per product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."

Manufacturer narrative:
Qc results have been acceptable. The ambient temperature in the laboratory was 21 degrees celsius and the relative humidity was 61 percent. The investigation is currently ongoing. The event occurred in (B)(6).

Event description:
The initial reporter complained of a questionable high elecsys t3 results for 5 patients tested on a cobas 8000 e 801 module compared to both a cobas 8000 e 602 module and a roche diagnostics elecsys e170 modular analytics immunoassay analyzer. The customer was using two different cobas e801 analyzers, serial numbers (B)(4). The cobas e602 and the modular e170 serial numbers were requested but were not provided.